Event description:
Filled bag leaking following addition of hyperalimentation components; not leaking at ports previously entered for addition of medications; bag leaked where edge is sealed. Second bag in two days to present this problem; can not determine if 2 bags are from same lot number.